Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician noticed a fracture in the 5max ace catheter and it was removed. Upon removal from the packaging, a new 5max ace catheter was found fractured and was not used. The physician advanced a new 5max ace catheter, however there was a fracture near the hub. The physician used a tegaderm bandage and held his finger over the fracture. The procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the first 5max ace was kinked in the strain relief approximately 1.0 cm from the hub, kinked in the proximal shaft approximately 9.0 cm and 28.4 cm from the hub and kinked in the distal shaft approximately 12.5 cm from the distal tip. The second 5max ace was fractured in the strain relief approximately 1.0 cm from the hub and kinked in the proximal shaft approximately 40.0 and 74.0 cm from the hub. The kinks in both 5max ace proximal shafts may have been due to return packaging conditions, as both 5max aces were folded to fit inside the biohazard specimen bags. Conclusion: the complaint has been evaluated. The complaint indicated that the first 5max ace was cracked when removed from the packaging hoop, and the second 5max ace was found to be cracked during use. Evaluation of the returned devices revealed kinks in the first 5max ace and a fracture and kinks in the second 5max ace. This type of damage typically occurs when a device is improperly handled during removal from packaging or use. If the catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture or kink due to excess force and bending. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00336, 00341.